Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4: updated manufacturing date. H6: codes updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes employee. A review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb116226 was released in a single batch on december 11, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A product investigation was completed: it is observed that there is no visual damage noticed with the device received. The device shows normal surface wear consistent with the use which would not contribute to the complaint condition. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. The complaint condition was confirmed. A definitive root cause for the reported problem cannot be determined based on the available information. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque driver was found to be out of drawing specification. The drawing specification is 2.75-3.25. The torque tested high ¿ 3.39. The product has been quarantined and is available and is being returned. There was no procedure and patient involvement. This report is for a torque driver. This is report 1 of 1 for (B)(4).